Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2018-10441. Reference MFR. Report: 1627487-2018-10442. Follow up information identified the reason for the system explant and replacement on (B)(6) 2018. The patient¿s ipg was inoperable, and the patient¿s two leads showed invalid impedances.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2018-10441. Reference MFR. Report: 1627487-2018-10442.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR. Report: 1627487-2018-10441. Reference MFR. Report: 1627487-2018-10442. It was reported the patient was to undergo scs system replacement for unknown reason. As a result, the physician explanted and replaced the scs system.

Event description:
Device 1 of 3: reference MFR. Report: 1627487-2018-10441, reference MFR. Report: 1627487-2018-10442. Follow up information identified the patient now has effective therapy.